Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a vibrate anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that they performed self-test and the insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. The blood glucose value of 100 from the glucose sensor simulator was properly displayed on the sensor graph screen. No sensor anomaly noted. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. Unit failed the vibrate check on self-test due to broken black vibrator motor wire. The motor was tested outside of the device and passed. No cosmetic damage noted.